Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged touchscreen issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level. Additionally, it was reported that an unspecified issue with the pump touchscreen occurred intermittently. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.